Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device was sticking and required a great amount of force. The harvester could not push out enough in order to cut the branches. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed, because the lot number was not provided by the hospital. (B) (4).